Event description:
The customer contact reported particulate. It was reported that a floating filament was found in a solution container that was filled w/ an unspecified volume of dextrose 5% and ceftriaxone. The customer contact reported that the filament was retrieved from the solution container and examined under a microscope. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.